Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer confirmed that the issue was on door 2 which was clicking. A field service engineer powered down the station, removed the latch column, replaced the latch, applied grease, and reinstalled the latch column into the station, powered the station back on, and had the customer inventory medications in door 2 to verify proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, entire drawer would not connect to bus and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.